Event description:
(B)(4). I got the essure inserted in (B)(6) 2013 "andamp"; by (B)(6) 2013 I started having intense migraine headaches. I attributed it to maybe stress, maybe lifestyle or just bad luck. Since (B)(6) 2013 I have had increased bloating in my abdominal region. So bad I look 5 months pregnant "andamp"; I have never had a weight issue in my life. As of (B)(6) 2015 I have raised blood pressure, weight gain, excessive sweating, and hot flashes. From 2013-today I have and continue to experience loss of libido, heavy-excessive menstruation, leg "andamp"; feet swelling, unexplained fevers, discharge w/or w/o odor, very long menstrual cycles (3 weeks in length), painful intercourse, frequent urgent urination, nausea, mood swings, dizziness, shakes, ears ringing, abdominal spasms/twitching/fluttering, and heart palpitations.